Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician encountered resistance while advancing the cat6 in the sheath. After making one pass, the physician noticed that there was decreased flow through the cat6. Upon removal, the physician realized the tip of the cat6 was ovalized. Therefore, the cat6 was no longer used in the procedure. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a larger non-penumbra sheath. There was no report of an adverse effect to the patient.